Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the device. The fsr was able to duplicate the reported issue and replaced the user interface module (uim) in order to resolve the reported issue. The device was tested and is working to service specifications. The suspect uim was returned to carefusion's failure analysis laboratory for investigation. The technician identified the root cause of the reported issue to be a corrupted boot loader software. This will continue to be internally investigated within carefusion.

Event description:
The customer reported the screen went blank on this avea ventilator while in patient use. The customer reported that they rebooted the device and the screen was "fuzzy" and then blacked out again. The customer reported that normal ventilation continued and that there was no patient harm or injury.